Event description:
The initial reporter complained of questionable low glucose results not corresponding to the clinical status for 1 patient tested on 2 cobas® pulse meters with serial numbers (B)(6) (meter a) and (B)(6) (meter b). The result at 7:47 a.m. On meter b was 1.6 mmol/l. The result at 4:34 p.m. On meter b was 4.7 mmol/l. On (B)(6) 2026, the result at 7:48 a.m. On meter a was 1.5 mmol/l. The result at 7:50 a.m. On meter a was 4.3 mmol/l. The patient had no hypoglycemic symptoms at the time of the low results. For verification, the patient was also tested on an accu-chek instant meter with a result of 6 mmol/l. The higher results were believed to be correct. The same test strip lot number was used on both pulse meters.

Manufacturer narrative:
The test strips were requested for investigation.